Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, no delivery/occlusion alarm, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-332a, mmt-1884, mmt-242a. Troubleshooting was not performed. Customer reported lots of random/no delivery alarms, huge gauge/dent in pump by battery area and sensors were not lasting 6 days only lasting 4 or 5 days. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. During download history review no relevant alarms confirm in download history files to confirm complain code. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection found moisture damage on motor. Unit may have had an intermittent failure not detected during our testing. P-cap locked in place properly during testing. The following were noted during visual inspection: dried insulin - motor slide, cracked keypad overlay, pillowing keypad overlay, scratched case and label damage (stained and faded). In conclusion, customer concern for insulin flow blocked alarm was not confirmed. Exposed to moisture confirmed due to dried insulin on motor slide. Cosmetic damage by the battery area was not confirmed, however, other cosmetic damage confirmed where cracked keypad overlay was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.